Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that on june 22nd a surgeon performed an revision procedure utilizing an or3o liner in a redapt modular acetabular shell. On june 23rd the patient dislocated and additional revision procedure to be performed. On june 25th the surgeon performed additional revision surgery altering the cup inclination to 45 degrees and utilized a new or3o dual mobility liner.